Manufacturer narrative:
(B)(4). Report source: (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument fractured while being used. There was no patient impact.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product to verify item and lot number. Inspection of the returned product exhibits signs of repeated use, nicks, gouges and strike marks. Visual inspection confirms the product has fractured and all the pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.